Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on march 23, 2022. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, while they were testing the device, it was noticed that the third band "came loose first and pulled under the other bands." A second speedband superview super 7 device was used; however, the same problem occurred. They used a third speedband superview super 7 device but same thing happened. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, while they were testing the device, it was noticed that the third band "came loose first and pulled under the other bands." A second speedband superview super 7 device was used; however, the same problem occurred. They used a third speedband superview super 7 device but same thing happened. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient was provided by the customer and it showed that the bands had slightly moved from the ligator cap.